Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that while on site testing the accuracy of the system, the representative would able to replicate an inaccuracy, that was previously reported, on a spine model immediately after the spin. The system was 5-6mm inaccurate superiorly. Only the left side tracker was tested.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The left trackers were found to fail ve rification. The trackers were calibrated and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.